Manufacturer narrative:
Log file analysis: the review of the available data log file shows a likely instance of a switching event, which could be the result of a communication anomaly between the battery and controller. Only one battery out of the two mentioned in the event narrative was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature switching events prior to batteries reaching the 25% threshold. Analysis of (B)(4) revealed that the device met specifications; the device passed visual examination and functional testing. The event could not be replicated at the bench level. The most likely root cause of the failure is a communication error between the controller and the batteries, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 08/28/2015: normal power consumption. Additional notes: no alarms have been logged in the last 14 days of available data. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the patient was at home and noted that the "controller changed from one power port to the other one before batteries are down to 25%". The battery was replaced. There was no reported patient injury. Investigation is ongoing.